Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the user was unable to dispense the medication items due to the medbank application was not asked for the issue quantity. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the items had been unable to be dispensed. A technical support specialist (tss) had determined that this behavior matched pi (B)(4). The resolution had been in progress to address the issue and the tss confirmed that the issue did not reoccur, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.